Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a manufacturer representative on (B)(4) 2017 reporting that the patient¿s device underwent 3 standard trickle charged but communication with the ins could not be re-established. The hcp was going to discuss a revision with the patient but the patient would be meeting with their neurologist and managing hcp first. The patient was under the care of a neurologist for their multiple sclerosis (ms) and a determination would be made if they could physically undergo a revision procedure. The manufacturer representative observed that the ins was moving freely in the pocket which was possibly due to the patient¿s significant weight loss. It was unable to be confirmed with fluoro if the battery was flipped. The recharging issue continued to be unresolved. A follow-up appointment was scheduled for (B)(6) where another image was planned to check if the ins was flipped. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturing representative (rep) regarding a patient with an implant able neurostimulator (ins) for radicular pain syndrome (radiculopathies) and spinal pain. It was reported that the patient was having difficulty charging their device. They stated that they had lost (B)(6) pounds and the device was ¿moving all around¿. It was also reported that the patient had fallen in the past. The patient¿s doctor requested that a manufacturing representative (rep) check the stimulator, which they did. The device was currently overdischarged. They stated that they started a trickle charge in the office but they could not complete it during the allotted time for the appointment. It was reported that they restarted the process and instructed the patient to complete it and then to recharge their device completely. A follow-up visit would be scheduled by the doctor¿s office for further evaluation. It was reported that factors that may have led/contributed to the issue was the patient was having difficulty getting their device to connect to the charger and let the battery discharge. A trickle charge was started, but the issue was not resolved at the time of the report. Follow-up was done to get the patient back into the doctor¿s office to run an impedance check and reprogram them if necessary. No surgical intervention occurred or was planned. The event occurred in (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) on 2018-apr-12 requesting MRI compatibility guidelines and reporting that the stimulator was not working. The event date was reported to be 6 months ago (2017). No further complications were reported.